Event description:
The following event was not reported to sorin, but customer asked the question on a web site dedicated to the crm topic. Therefore, sorin recorded a complaint. After implantation, during unidentified conditions, some temporary interferences occur at ventricular side. Pacing is inhibited during 2 seconds.